Event description:
A physician was using a crosser catheter via an antegrade approach with a command wire to try to reduce arterial insufficiency to the patient's right lower extremity. During the procedure with the crosser hooked up to the generator, the tip of the catheter broke off. Both were located in the right posterior tibial artery and were unable to be retrieved.